Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Please note that this report is related to the same event submitted in a subsequent report but the manufacturing report number of the related report is not available.

Event description:
During use of 2 6-7f mynxgrip devices for vascular closure, the devices jammed and would not deploy. Details regarding patient injury and return of the devices were not provided.

Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure (vcd), the device jammed and would not deploy. There was no patient injury. The device was used after a diagnostic procedure for a left cath. The sheath was a 6f 10cm non-cordis sheath. The physician was trained. The patient was overweight. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot f1904301 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant device deployment jam¿ could not be confirmed since the device was not returned for analysis. The cause of the failure experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, it could be attributed to the hydrogel pre-swelling or damages in the procedural sheath. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was previously reported that this report is associated with the details submitted under manufacturing report number 3004939290-2019-01252. However, additional information was received that the devices were used in separate patients. Therefore, the events are no longer related. No further association will be applicable for any additional reports submitted.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This report is associated with the details submitted under manufacturing report number 3004939290-2019-01252.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure (vcd), the device jammed and would not deploy. There was no patient injury. The device was used after a diagnostic procedure for a left cath. The non-cordis sheath was a 6f 10cm. The physician was trained. The patient was overweight. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath abutting the proximal end of the balloon. The sealant was located between the balloon and the distal end of the sheath. Sealant was exposed to blood and appeared to have swelled. The side way orientation of the sealant may have been due to user manipulation post procedural. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle movement was checked and no resistance was felt. Subsequent to unsheathing, the advancer tube was found properly engaged the tamp lock. A product history record (phr) review of lot f1904301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ could not be confirmed through analysis of the returned device due to its condition as received. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the investigation performed, it is not possible to determine exactly what may have contributed to the issue experienced by the customer as it appears the sealant may have been manipulated after use due to the its sideways orientation. However, it is apparent that the sealant was swollen; therefore, the issue may have been due to premature swelling of the sealant that could cause resistance during the sheath retraction step. If high tension was applied to the balloon during the shuttle deployment step, this can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and cause the sealant to hydrate prematurely, especially if the stopcock of the sheath was not opened. As the sealant prematurely swells, it increases the profile of the sealant which can prevent the procedural sheath/shuttle from being advanced/retracted during the procedure and adhere to device components. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.